Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was found opened. The event occured during the operation. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner sterile packaging was found opened. The event occurred during the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 2 complaints (2 products), this one included, have been recorded over the batch a925ca2503. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A complainant response has been sent in order to report the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.